Event description:
Procedure: sternal closure. Plate broke, revision surgery required.

Manufacturer narrative:
Current sales representative heard of two prior doctors having a sternalock plate break, which resulted in a revision surgery. This occurred when under a prior sales representative tenure. The current rep. Does not know what hospital, what doctor, what plate, or when this occurred. Only information is 1 occurred at a hospital in akron, oh (see report # 1032347-2007-00021). Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.